Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received with normal operating currents. No unexpected battery power loss, replace battery now alarm and low battery alert noted. However, pump trace download analysis confirmed the pump alarmed power error detected alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error detected alarm and replace battery alert due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error detected alarm and replace battery now alarm. The blood glucose level was unknown. The customer reported that the insulin pump had a low battery alert prior to the replace battery now alarm. Timing was less than 10 hours from the low battery alert to the replace battery now alarm. The troubleshooting was performed for replace battery now alarm. The customer was advised the insulin pump will need to be replaced and they may continue to wear the insulin pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.